Manufacturer narrative:
Section b5, h6 (patient code): additional information. Section b5: blood infection since 2018 is addressed under MFR # 2916596-2020-04471. Manufacturer's investigation conclusion: a specific cause for the reported sepsis, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. Heartmate ii lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists sepsis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing this event.

Event description:
According to the patient's caregiver, the patient was admitted on and off for intravenous antibiotics treatment of an unspecified blood infection since 2018. As the patient was living in indonesia, travel restrictions between indonesia and singapore made the patient unable to seek medical treatment in singapore as planned in (B)(6) 2020. The patient's cause of death was sepsis. The software version of the heartmate ii controller was 7.3. The death was not considered to be device related. The pump operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(4), could not conclusively be determined. It was reported through the patient outcome that the patient expired on (B)(6) 2020. Privacy laws prohibit the customer from providing additional information regarding the case. There were no alarms associated with this event. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that the patient expired on (B)(6) 2020. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The pump will not be returned.